Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a head trauma directly over the implant site on (B)(6) 2022. The user stopped hearing with the device immediately after the trauma.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is not considered but no date has been scheduled yet.

Event description:
The user suffered a head trauma directly over the implant site on (B)(6) 2022. The user stopped hearing with the device immediately after the trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a head trauma directly over the implant site on the (B)(6) 2022. The user stopped hearing with the device immediately after the trauma.